Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer was instructed to reset the display adaptor board switch. The system was then found to be operating as intended.